Event description:
Expresscare did not send the entire kit and the rep did not make the discovery until the pt was under anesthesia. Pt was brought out of anesthesia and surgery took place several hours later after fx implants were borrowed from another hospital.